Event description:
The user received erroneous ise results for two pt samples. Sample 1 initial sodium result was 33 mmol per l, repeat result was 139 mmol per l. Sample 2 initial sodium result was 97 mmol per l, repeat result was 104 mmol per l; initial potassium result was 1.7 mmol per l, repeat result was 4.5 mmol per l. The erroneous results were not reported.

Manufacturer narrative:
The field service representative determined there were defective vacuum valves for the is bath assembly. He also found unk debris in the valve seat of sv-29. He replaced vacuum valves sv-29 and sv-30. He verified the proper operation by performing ise checks, calibration, qc and a precision with all results within specifications.